Event description:
It was reported that shaft break occurred. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent shaft was fractured. Everything was removed from the patient, and the procedure was completed with another 2.5 x 38 device. No patient complications were reported.